Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of signal. The product will continue to be monitored. No patient symptoms were reported.